Manufacturer narrative:
The reported loss of communication from the ipg was confirmed. A review of the ipg logs found the device declared both an elective replacement indicator (eri) and end of life (eol) timestamp. A longevity calculation was performed using the patient¿s program settings and history and determined that the root cause was due to normal battery depletion. Based on review of programming parameters, the device exhibited normal battery depletion and no malfunction was identified. As the issue was due to normal battery depletion, it does not meet reportability criteria.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received an end of service message. To address the issue prior to the patient losing stimulation, the physician opted to explant and replace the ipg, which addressed the issue.